Event description:
It was reported that the preloaded monofocal intraocular lens (iol) was found to be stiff, and the haptics were taking longer than usual to unfold in the eye. Through follow up, we learned that additional surgical maneuvers were required to position the iol in the patient's eye. There was no patient injury reported. The device remains implanted. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d4 - catalog #: partial number indicated since the serial number was not provided. Section d4 - expiration date, UDI #, serial #: unknown/not provided. Section d6b - explant date: n/a - lens remains implanted; therefore, not explanted. Section e1 - telephone number: (B)(4). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. No serial number was provided for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown as product serial number was not provided. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.